Event description:
On initial contact, dentist reported motor burned a pt's lip. Additional attempts were made to obtain further info regarding details of pt, date of injury and nature of injury, but dentist did not wish to provide info. Dates of contact 4/15/2009, 4/23/2009, 5/15/2009 and 5/20/09.